Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the tubing separated from the adaptor and leaked. The separation occurred three times and leakage occurred once. There was no report of patient impact. The following information was provided by the initial reporter: while priming the IV line, the in-line filter portion of the IV line disconnected from the primary tubing site. Spilled over the floor and the nurse and the dose had to be remade. After this first occurrence, it happened twice more but was captured before medication loss.

Manufacturer narrative:
Investigation summary the customer returned one photo of the incident, and no physical sample. The photo verifies the filter inlet separation and the customer's complaint. The event description and photo was able to lead the manufacturing to a possible root cause, which unfortunately could not be verified without a sample investigation. The root cause was addressed in a quality notification 11may2022. The notification was issued for preventative maintenance on the bushings of the solvent dispensers. Device history record review for model 11532269 lot number 22036531 was performed. The search showed that a total of 23,043 units in 1 lot number was built on 31mar2022.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the tubing separated from the adaptor and leaked. The separation occurred three times and leakage occurred once. There was no report of patient impact. The following information was provided by the initial reporter: while priming the IV line, the in-line filter portion of the IV line disconnected from the primary tubing site. Spilled over the floor and the nurse and the dose had to be remade. After this first occurrence, it happened twice more but was captured before medication loss.